Event description:
It was reported that the user experienced hyperglycemia with continuous glucose monitor values over 300 mg/dl for approximately 90 minutes, peaking at 335 mg/dl after a meal, while using a newly initiated ilet system; the user reported no insulin leakage from the housing and no wet infusion site, and the device was described as operating conservatively during early learning. Symptoms included elevated blood glucose without reported ketosis testing or other clinical sequelae. Outcomes included no hospitalization, no emergency treatment, and no device alarms. Investigation included customer interview and review of device use and insertion site status. Investigation of this case revealed no evidence of infusion set dislodgement or external leakage and no device malfunction was identified. It was concluded that the event was consistent with hyperglycemia of unclear cause, with contributing factors including postprandial load and conservative early algorithm behavior, and the device was considered to be operating within expected parameters. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance